Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) following a non-device related fall. It was noted that the ipg had flipped sideways. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted and in use.